Event description:
It was reported that the implantable cardioverter defibrillator exhibited far r oversensing. No intervention was performed. The patient condition was unknown.

Event description:
New information received indicates the programming changes were made. The patient was stable.